Manufacturer narrative:
Additional product component: model number/catalog number: 72400160, serial number: null, batch/lot number: 677841002, model/catalog description: belt cuff fgs 4.0 cm.

Event description:
It was reported that the patient experienced fluid loss with connector disorder with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.